Event description:
It was reported that the patient's pacemaker exhibited pre-mature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was at end of service (eos) level upon receipt. Analysis performed did not show any anomalies. Field information indicated the device was programmed to high field settings. Longevity assessment was performed, and device has exceeded the projected longevity and is considered normal battery depletion.